Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on black screen. The field service engineer (fse) reimaged the system and installed required applications including remote support service and component manager. Post-reimage, the customer verified successful access to medications and confirmed the issue was resolved. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen. Upon reboot, the device attempted a windows update, which failed and remained stuck on "rolling back changes." Attempts to remotely access the device were unsuccessful, resulting in a black screen. Power cycling did not resolve the issue. The device was reported as offline in rss. There were no delay or adverse events or injuries reported based on this event.